Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Additional information: e1(event site postal code:(B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) cable verification and replacement required. Getinge field service engineer (fse) fault detected: the customer reported "checking and possible replacement of the ECG cable is required". Work carried out: check and check of the ECG cable carried out with a special simulator. Regular functioning tests. Final result: repair completed. The device has passed all performance and safety tests according to the parent company's specifications. The device was returned to the customer and cleared for clinical use. The fault did not cause any damage or inconvenience to operators or patients. Returned the unit to the customer. Patient involvement is unknown.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.e1 event site name was shortened due to character limitations. The complete name is (B)(6).

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) needed a cable verification and required replacement.